Event description:
It was reported that during a farapulse procedure to treat sinus atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, much air was noticed during aspiration. With further aspiration, much air was drawn into the aspiration syringe. The physician believed that the hemostatic valve was defective. No fluid leak was noted. The reported air was visible in the flushing line and the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was disposed. It was further reported that the dilator and farawave catheter were positioned inside the sheath prior to, and/or at the time, the air was observed. Perfusor pump 20ml was used for the irrigation of sheath. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat sinus atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting the catheter into the sheath, much air was noticed during aspiration. With further aspiration, much air was drawn into the aspiration syringe. The physician believed that the hemostatic valve was defective. No fluid leak was noted. The reported air was visible in the flushing line and the aspiration syringe. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned as it was disposed.